Event description:
It was reported that this right ventricular (rv) lead dislodged. It was noted that the patient experienced syncope as a result. The lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead dislodged. It was noted that the patient experienced syncope as a result. The lead was repositioned. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.